Event description:
New information received stated that the patient was in stable condition during and following the extraction procedure on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection with noted vegetation found on the implantable cardioverter defibrillator leads. The vegetation was confirmed via transesophageal echocardiograph (tee). The implantable cardioverter defibrillator system removal was recommended. The patient was experiencing some health challenges and had not proceeded with the procedure. The patient was, however, reported to be in stable condition. Related manufacturer reference number: 2017865-2020-00632, 2017865-2020-00633, 2017865-2020-00634.

Event description:
New information received stated that the implantable cardioverter defibrillator system was explanted on (B)(6) 2020.